Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The product surveillance technician reported that during routine testing of the device at the service center, pin #15 of the central control monitor (ccm) power cable was bent. There was no pt involvement.